Event description:
Following implant, the pump was programmed to deliver morphine 10 mg/ml at lowest rate of 0.48 mg/day. The patient experienced an overdose with symptoms of respiratory depression and somnolence. The pump was then reprogrammed to a minimum rate; the patient was fine afterwards. There was no troubleshooting.